Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling and a button error alarm was received. The customer's blood glucose was 170 mg/dl. The insulin pump may have been exposed to perspiration. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. No anomaly involving the display ramping on its own was noted. The device was received with a cracked case at display window corners.